Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Failure analysis investigations did not confirm the customer complaint "erbe generator was not working well/bipolar unexpectedly firing when closing grips". In logs, the u-02 error was not confirmed. The integrated electrosurgical unit (iesu) was tested on the system and presented error u-02 and prevented full initialization. C00 errors were also present in the logs. The iesu will be returned to the original equipment manufacturer (OEM). A review of the information associated with this event has been performed by post market quality engineer (qe). The following additional information was provided: the qe confirmed that the user was using a force triad generator at the end of the procedure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, user informed the technical support engineer (tse) that the erbe generator was not functioning properly with monopolar energy settings. The user typically set the energy settings at level 3, but the generator did not perform as expected. The user continued with the procedure as planned. No known impact or patient consequence was reported. The user called the tse the next day and confirmed that the system was used without issues in subsequent procedures.